Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the oxygen is out of specification. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting but a similar fio2 inaccuracy was identified. During testing, it was confirmed that the fio2 inaccuracies were due to the oxygen relay being adjusted out of specification.